Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The device was implanted in the patient.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra smart coils (smart coils). During the procedure, a smart coil prolapsed from the wide neck aneurysm. The patient was given aspirin, integrin and antiplatelets infusion. The physician then placed an intracranial stent to prevent permanent impairment or damage. The event resolved on the same day, (B)(6) 2017. The wide neck aneurysm coil prolapse requiring stenting was adjudicated to be an adverse event with a probable relationship to the smart coil system.